Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a screw that broke off from the screen mount. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse stated that screws were found missing from the display mount and the mount had multiple damaged threads. The fse replaced the display mount (0426-00-0098) and associated screws (0212-12-0605). The fse performed calibration, safety, and functionality checks which passed to factory specifications. The iabp was then returned to the customer and cleared for clinical service.